Event description:
It was reported the patient hit her implantable neurostimulator (ins) on a door knob the day prior to this report and noticed last night she had lost stimulation sensation. The patient did not check if her device was on with her patient programmer at the time. The patient noticed the morning of this report she still did not feel stimulation; she checked her ins with her programmer and noted it was on. It was noted the area was "just a little sore, nothing too severe."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v828460, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).